Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the clinical observations and suggested further testing. The patient was brought into the clinic and multiple measurements were taken in all configurations. The out of range measurements were reproduced and the caller suspects an issue with the proximal coil. Defibrillation threshold testing (dft) was performed and failed to convert in right ventricular (rv) to can configuration at 31 joules. However, dft was successful at 41 joules. The patient is taking aminodarone which may be contributing to the higher dft's. Nothing was visible under fluoresces to explain the impedance issues. Normal follow up visits are planned with the possibility of periodic dft tests. The system remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a red alert was generated from this system due to a shock impedance measurement greater than 200 ohms. No adverse patient effects were reported.